Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: the device became dislodged in abdominal wall during placement of the stitch through the rectus fascia and was dislodged into the fascial layer and was unable to be retrieved. Procedure: diagnostic laparoscopy, transposition of both ovaries and fallopian tubes.